Manufacturer narrative:
(B)(4). The vessel sealer extend (vse) instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the instrument log showed the vse instrument (part #480422-01 / lot #l92200223-0320) was last used on (B)(6) 2020 with system sk1913. As this is a single use vse instrument, the alleged event occurred on the first and final life of the vse instrument. In addition, a review of the site's complaint history identified no other complaints related to the vse instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. The vse instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. Although there was no report of patient injury, if this issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was not recognized on the arm. The customer reseated the instrument arm drape to resolve the issue. Once the vse instrument was under the surgeon's control, it was not sealing properly. The surgeon tried the vse instrument on various tissue types, but it was not working. The site replaced the vse instrument and continued with the case. The procedure was completed with no report of patient injury, harm, or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the clinical territory associate (cta), who was present during the case, noted that he did not believe the vse instrument was inspected thoroughly prior to using. The surgeon was sealing an inferior mesenteric artery at the time of the event. There was some energy being applied but not a sufficient amount to seal a vessel. There was a complete seal signal and tone, but not much effect to the tissue. The vse instrument did not work at all during the procedure. There were no errors when the vse instrument issue occurred. During the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The seal cycle was completed with the fast audible tones. The target tissue was not under tension during the sealing process. The vessel was not greater than 7 mm in diameter and there was no evidence of vessel calcification. There was minimal tissue effect during the sealing cycle. The jaws of the vse instrument did not come in contact with any other objects when the issue occurred. The jaws of the vse instrument were also not immersed in liquid or carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. It was confirmed there was no patient harm. The vse instrument is available for return to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure. The cta was not able to provide any patient-related information.